Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexectedly. The bme was able to determine that the uninterruptible power supply (ups) shut down which shut down the cns. They were able to reboot the cns which resolved the issue. No patient harm reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial number(s) were noted as no information (ni), as attempt(s) to obtain the information were made but no replies were received. Uninterrupted power supply: model #: ni, serial #: ni.